Event description:
The pt with left maxillary sinus mucoepidermoid carcinoma underwent a maxillectomy and split thickness graft. During the surgery the pt sustained a full thickness burn to the left upper lip from the bipolar cautery that was being used. The pt will require plastic surgery to repair the defect in the lip. The equipment is undergoing eval at this time.